Manufacturer narrative:
The reported event of dislodgement, pacing problem, and far r over-sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the pre-discharge device check, the right atrial (ra) lead was causing ventricular pacing and sensing ventricular activity. Chest x-ray was performed, and the ra lead was found to be dislodged. The ra lead was explanted and replaced. The patient was not symptomatic and was stable before, during, or after the procedure.